Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that angiography showed the tumor was located in the right posterior communicating segment, and the tumor was 2.3x2.7. Micro guide wire with microcatheter echelon-10 in place of aneurysm. Under the image, it could be seen that the tip of the guide wire did not match the tip of the microcatheter. Inconsistent shape. After withdrawing in vitro, it was found that the microcatheter was broken at mark in the distal section. The broken catheter was removed from the patient. There was no friction or difficulty during injection. There was no force applied during delivery/removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter and no surgical or medicinal intervention was required. Replaced with the new microcatheter to continue, the microcatheter was in place, filling the aneurysm. Apb-2.5-6-3d/apb-1.5-4-3d/apb-1-3-3d were filled in sequence.  No patient symptoms or further complications were reported as a result of this event. The device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU.  The access vessel was the femoral artery with a 7f diameter. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and partially within an introducer sheath. The unknown guide wire used during the event was not returned for analysis. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages or irregularities were found with the echelon-10 micro catheter hub. The echelon-10 micro catheter tip and marker band were found damaged/flattened. The tip appears to be shaped. No breaks were found with the echelon-10 micro catheter. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~155.8cm, and the usable length was measured to ~148.1cm, which is within specification (specification: total (ref) = 155cm, usable = 147.0cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ could not be confirmed. However, the tip and marker band were found damaged/flattened. Possible causes are patient vessel tortuosity, user advances/retrieves device against resistance, or during catheter tip shaping. Customer reported no resistance/friction during procedure, no force was applied, tip was not entrapped/stuck, devices were prepared per IFU, and vessel tortuosity was moderate. H6. Coding updated based on the analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.